Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from a troponin I free sample when processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated trop I es results were obtained from a troponin I free sample when processed on the vitros eciq immunodiagnostic system. The instrument was evaluated and relevant data log files were analyzed which identified suboptimal system performance. Service actions to repair the reagent metering pump and optimize other subsystem adjustments were performed and acceptable performance was obtained. The root cause of the event was determined to be instrument related.